Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The diagnostic data revealed and confirmed that the power consumption of this device has been increasing during the past year. Additional information received which indicated that the history of the data of the previous check was verified. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted, and a new device was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The diagnostic data revealed and confirmed that the power consumption of this device has been increasing during the past year. Additional information received which indicated that the history of the data of the previous check was verified. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed, and an increased rate of power consumption was confirmed. Residual gas analysis found a higher-than-expected amount of hydrogen within the device. Analysis confirmed a high current condition associated with the pacemaker low voltage capacitors. This high current condition depleted the device battery faster than normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The diagnostic data revealed and confirmed that the power consumption of this device has been increasing during the past year. Additional information received which indicated that the history of the data of the previous check was verified. As of this time, this device remains in service. No adverse patient effects were reported.